Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the bags on the catheters kit would bunch up during insertion.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿error of inspector¿. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned

Event description:
It was reported that the some of the bags on catheters kit would bunch up during insertion.